Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a malfunctioning dorsal column stimulator and the battery was dead. The patient will undergo an ipg and single electrode replacement.

Event description:
A report was received that the patient cannot recharge the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient cannot recharge the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.